Event description:
It was reported that a black screen problem occurred. A rotablator rotational atherectomy system was selected for use. During procedure, the physician noticed that the monitor which was showing the rotate speed was not bright. However, it was further reported that the screen was black. Subsequently, it worked during prep and then the issue occurred during use inside the patient. The procedure was completed with another of the same device. No patient complications reported and patient was stable.